Event description:
It was reported that difficulty in recapturing the closure device occurred. A left atrial appendage (laa) closure procedure was performed. A 33mm watchman laa closure device with delivery system (wds) was used. The implanting physician encountered a complex shaped laa and several attempts were made to place the closure device. Difficulty was experienced recapturing the closure device during these placement attempts. When the device was recaptured and removed from the patient a kink at the tip of the distal marker band was noted. The procedure was discontinued and no patient complications were reported.

Event description:
It was reported that difficulty in recapturing the closure device occurred. A left atrial appendage (laa) closure procedure was performed. A 33mm watchman laa closure device with delivery system (wds) was used. The implanting physician encountered a complex shaped laa and several attempts were made to place the closure device. Difficulty was experienced recapturing the closure device during these placement attempts. When the device was recaptured and removed from the patient a kink at the tip of the distal marker band was noted. The procedure was discontinued and no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the returned device consisted of a watchman delivery system (wds) with the implant in the sheath. The implant, sheath, hub, core wire, and tip were visually and microscopically inspected. Inspection revealed numerous kinks in the sheath as well as abrasions inside the sheath at the tip. Damage to the tip of the device included abrasions on the inside of the distal end of the sheath, flared tri cuts, and severe damage to the distal marker band. The distal marker band was kinked inwardly and the implant had anchor damage. Functional testing could not be performed due to the extent of damage to the device. Product analysis could not confirm the reported event of difficulty to recapture but did confirm the reported event of kinked distal marker band.